Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having extra phlegm, coughing and extreme dry mouth. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having extra phlegm, coughing and extreme dry mouth. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of keratin-like contamination was present on the blower box air inlet, hair like contamination and unknown particulate contamination was on the blower outlet seal, hair like contamination in the blower box, liquid ingress in the blower box and on the blower housing, dust contamination on the blower air intake, an unknown contaminant on the blower isolator. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of a fine white residue on the metal pan of the humidifier chamber, mineral deposits in the water chamber, and an unknown brown contaminant in the water chamber. Hair like contamination was observed in the humidifier enclosure, drybox and drybox seal, and on the flip lip seal. The manufacturer concludes there was evidence of multiple contaminants in the device as well as in the humidifier. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.